Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis (pd). Action taken with therapy was not reported. The cause of the peritonitis was unknown and treatment information was not reported. The patient was later discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot numbers h12i06079, h12h31095 and h12l13070 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should relevant additional information become available, a follow-up report will be submitted. This is the same patient as (B)(4).